Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported problems was an impact to the cameral head associated with user handling. As stated in the instructions for use, as a preventive measure, "¿do not give a shock to the camera head. It may be damaged.¿

Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems were confirmed - the switches were found to activate without pressing the buttons due to a faulty charge coupled device (ccd) unit. The focus and zoom buttons were intermittently functioning due to a faulty switchboard/ccd unit. Traces of fluid invasion were found between the connection of the ccd and cable unit. The focus button was noted cracked/damaged and deemed the likely cause of the fluid invasion. The image produced was observed off-center due to a bent coupler.

Event description:
A user facility reported to olympus that the image was not completely present on the screen and the camera was "taking pictures randomly." There was no procedural delay in which the subject device was used and the intended procedure was completed. There was no patient injury, associated with the problem, reported to olympus.